Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a balloon kyphoplasty procedure (bkp) at t12 and l1, an inflatable bone tamp (ibt) was inserted on one side and immediately began leaking contrast and did not register any pressure. The ibt was removed and it was noted that contrast was leaking out of the distal tip of the ibt beyond the distal marker. The ibt was set aside and later discarded. It was reported that there was a 5 minute delay in the overall procedure. According to the report, there were no fragments of the balloon left in the patient and no allergies to contrast media were observed. The procedure was completed successfully. No further information was reported.